Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2011-05503. The pt received an ipg on 10/08/2011 and a paddle lead on (B)(6) 2011 (for off-label use). The paddle lead was placed supra-orbital. It was reported the pt was admitted to the hospital for a cyst that developed at the lead incision site. No infection was found. The cyst was treated and resolved with IV antibiotics. In addition, when an sjm representative attempted to turn the pt's stimulation on she received overstimulation. The issue of overstimulation has not been experienced again by the pt. Her scs system is performing as intended.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.